Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to fluid loss from the patient receiving a shot directly into the implant resulting in a puncture. No further patient complications were reported in relation to this event.